Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the two leads were bent intra-operatively. Two new leads were used to complete the operation. The operation was completed and the patient was in good condition. The cause of the issue was unknown by the caller. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient weight was unknown. No further complications were reported as a result of this event.